Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Carbohydrates were consumed to address bg levels. Reportedly, contact believes the customer's basal settings require adjustment and is in contact with their health care provider to discuss pump settings.